Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article title: empirical cryoballoon-based left atrial appendage isolation followed by closure, including cases with laa thrombosis, in persistent atrial fibrillation patients with durable pulmonary vein isolation: feasibility and long-term outcomes b3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effect of malfunction reported in the article is captured under a separate medwatch report.

Event description:
The article, "empirical cryoballoon-based left atrial appendage isolation followed by closure, including cases with laa thrombosis, in persistent atrial fibrillation patients with durable pulmonary vein isolation: feasibility and long-term outcomes", was reviewed. This research article is a retrospective multicenter experience to evaluate long-term outcomes after cryoballoon (cb)-based left atrial appendage electrical isolation (laai) followed by left atrial appendage closure (laac) in recurrent atrial fibrillation (af) patients with durable pulmonary vein isolation (pvi). The devices included in the study were watchman/watchman flx, amplatzer amulet, lambre, and wavecrest. The article concluded that patients with recurrent persistent af and prior durable pulmonary vein isolation after multiple ablations, empirical cb-based laai followed by staged closure appeared feasible and safe, with acceptable long-term efficacy. [The primary and corresponding author was shaojie chen, cardioangiologisches centrum bethanien (ccb), kardiologie, medizinische klinik iii, agaplesion markus krankenhaus, akademisches lehrkrankenhaus der goethe-universität, frankfurt am main, germany, with corresponding e-mail: drsjchen@126.com.] This study included all patients with recurrent persistent af after durable pulmonary-vein0 isolation underwent empirical cb-based laai (B)(6) 2020. A total of 101 patients were included in the study, of which an unknown amount received an abbott device. The average age was 69 years, and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, stroke, and atrial fibrillation.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, coronary artery disease, stroke, and atrial fibrillation. Complications reported included off label (presence of thrombus prior to procedure), residual shunt, unexpected medical intervention (pericardiocentesis), stroke, transient ischemic attack, pericardial effusion, atrial fibrillation, tachycardia, bleeding; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with device implant in a patient with the presence of a thrombus prior to procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: empirical cryoballoon-based left atrial appendage isolation followed by closure, including cases with laa thrombosis, in persistent atrial fibrillation patients with durable pulmonary vein isolation: feasibility and long-term outcomes (cb-laai + laac after durable pvi in persistent af). B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "empirical cryoballoon-based left atrial appendage isolation followed by closure, including cases with laa thrombosis, in persistent atrial fibrillation patients with durable pulmonary vein isolation: feasibility and long-term outcomes", was reviewed. This research article is a retrospective multicenter experience to evaluate long-term outcomes after cryoballoon (cb)-based left atrial appendage electrical isolation (laai) followed by left atrial appendage closure (laac) in recurrent atrial fibrillation (af) patients with durable pulmonary vein isolation (pvi). The devices included in the study were watchman/watchman flx, amplatzer amulet, lambre, and wavecrest. The article concluded that patients with recurrent persistent af and prior durable pulmonary vein isolation after multiple ablations, empirical cb-based laai followed by staged closure appeared feasible and safe, with acceptable long-term efficacy. [The primary and corresponding author was shaojie chen, cardioangiologisches centrum bethanien (ccb), kardiologie, medizinische klinik iii, agaplesion markus krankenhaus, akademisches lehrkrankenhaus der goethe-universität, frankfurt am main, germany, with corresponding e-mail: drsjchen@126.com.] This study included all patients with recurrent persistent af after durable pulmonary-vein0isolation underwent empirical cb-based laai between 01 december 2015 to 29 february 2020. A total of 101 patients were included in the study, of which an unknown amount received an abbott device. The average age was 69 years, and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, stroke, and atrial fibrillation.